Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences and insulin drips were not observed to be dripping out of the tubing. Customer's blood glucose level was 189 mg/dl. Reportedly, the cartridge and infusion set were changed to address the issue and insulin delivery was resumed.